Event description:
The art glass crowns, chipped, broken, fell off teeth, they required a special cement that failed, the crowns themselves had no luster or polish. Repeated calls to kulzer's lab tech support did not improve the problems.